Event description:
During a pfa/pvi procedure, a pericardial effusion was noted from a perforation with echo. Cardiac intervention was performed to patch up the hole. The physician alleges that the pericardial puncture occurred with the agilis and guidewire at the laa. The procedure was abandoned. There were no insertion or removal difficulties noted with the guidewire or the sheath. Act was around 300. The patient is recovering. There were no performance issues with any abbott device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident of a cardiac perforation could not be conclusively determined.